Manufacturer narrative:
Additional information: the reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -2.25 diopter, in the patient's right eye (od) on (B)(6) 2017. The reporter stated that the first lens was ordered by error 13.2 -2.25 instead of 13.2 -18.0. On (B)(6) 2017, the patient experienced refractive surprise, the lens was exchanged. Device evaluation: the lens was returned dry, in lens case/vial. There was clear surgical residue/debris on product. Visual inspection found the lens haptic bent/deformed. Dimensional inspection found the lens to be within specifications. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicm5_13.2 implantable collamer lens, -2.25 diopter, in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the patient experienced refractive surprise, the lens was exchanged. As of the day of MDR submission, the lens has not been returned.